Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-26. H6: investigation summary: a device history record review was completed for provided lot number 2006403. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, thirty-nine physical samples were provided by the customer. Twenty of the provided syringes were selected for thorough testing; however, no signs of leakage were observed in any of the syringes. To further investigate this incident, twenty retained samples of the same lot number were obtained. The retained samples also showed no signs of leakage. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. It is possible that the reported leakage resulted from damage to the plunger lip component. Plunger lip damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked. The following information was provided by the initial reporter: syringe leaks when drawing up the vaccine.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked. The following information was provided by the initial reporter: syringe leaks when drawing up the vaccine.